Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery hook instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint of 'broken /loose cable'. Failure analysis found a damaged conductor wire insulation and further visual inspection found the internal wire exposed. The instrument passed the electrical continuity test. The instrument was placed and driven on an in-house system and passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The instrument was fully functional and released energy normally. Root cause is attributed to a component failure. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the instrument log for the permanent cautery hook instrument lot# n10140506 / sequence 558 associated with this event has been performed. Per logs, the instrument was last used on the reported event date of (B)(6) 2022 on system sh1092. The instrument has 1 remaining usable life with no subsequent use recorded. This complaint is considered a reportable event due to the following conclusion: failure analysis identified that the instrument had conductor wire damage. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during da vinci-assisted surgical procedure, that the permanent cautery hook instrument had a broken/loose cable. The procedure was completed with no reported injury. Multiple attempts have been made to obtain additional information from the customer concerning the reported event with no success.